Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid(not obstructed), all insulators and outer insulation breached cut, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, lead stretched. Full lead returned and analyzed. (B)(4) no anomalies found, damaged tip electrode, all conductors blood/body fluid (not obstructed), outer insulation pulled apart (overstress), all insulators breached cut. Full lead returned and analyzed.

Event description:
It was reported by the medical examiner, the patient, who was pacemaker dependent, had replacement pacemaker and lead implanted (B)(6) 2009 and was found dead from natural causes two days later. Autopsy revealed the cause of death to be acute cardio-respiratory failure due to severe critical coronary atherosclerosis. Device interrogated reporting "high impedance warning likely due to lead being cut on extraction as is the early elective replacement indicator/recommended replacement time." The medical examiner interrogated the pacemaker and found it to be "functioning properly" and reported no allegation of device or lead relatedness.

Event description:
It was reported by the medical examiner, the patient, who was pacemaker dependent, had replacement pacemaker and lead implanted (B)(6) 2009 and was found dead from natural causes two days later. Autopsy revealed the cause of death to be acute cardio-respiratory failure due to severe critical coronary atherosclerosis. Device interrogated upon return from health canada reporting "high impedance warning likely due to lead being cut on extraction as is the early elective replacement indicator/recommended replacement time." The medical examiner interrogated the pacemaker and found it to be "functioning properly" and reported no allegation of device or lead relatedness.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Full lead returned and analyzed. (B)(4) no anomalies found. Full lead returned and analyzed.